Event description:
A facility reported that the duo headlight 2 bay system - us (90620us) was blinking and then turned off. The account believed it was overheating and had something to do with the fan. There was no patient involvement, no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.